Manufacturer narrative:
(B)(4). Date sent: 11/13/2024 d4: batch # unk d4: UDI: as the lot number for the device involved in the event is invalid, and the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the product purchased? 2. Could you please confirm if the vendor is authorized by jnj 3. Is there an indication of how the product was distributed? 4. Is there any indication of the source? 5. Based on the packaging, is there any indication of which market the original genuine product may have come from? 6. Was the device used on a patient? If so, was there any patient consequence? Investigation summary this is an analysis of the photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a tyvek with product code gst60b , lot # t21l15, exp. Date: 2025-11-30. The t21l15 lot number which is not found in our quality tracking system. Additionally, there are significant differences observed between the suspect packages and the authentic packages/artwork. The analysis performed determines that the suspect package is not authentic johnson & johnson product. Based on the photos reviewed, the counterfeit product is confirmed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that they found some gst60b cartridges that seem not to be authentic:the products were not used in patient. They could see them inside the operating room it was reported once the holograms were noticed. No patient involvement reported. No further information is available.